Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a hemodialysis access. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at less working pressure for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable.

Manufacturer narrative:
A2-age at time of event: updated from 52 years to 58 years. B3-date of event: updated from (B)(6) 2022 to (B)(6) 2022. H6-impact codes: added surgical intervention. H6-device codes: added difficult to remove.

Event description:
It was reported that balloon rupture occurred requiring additional intervention. The stenosed target lesion was located in a hemodialysis access. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at less working pressure for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the balloon ruptured at 24 atmospheres. A 0.3 cm incision was made at the puncture site in order to remove the vascular sheath. The physician replaced with a new 8f vascular sheath and sutured the incision.

Manufacturer narrative:
A2-age at time of event: updated from 52 years to 58 years. B3-date of event: updated from 24mar2022 to 22mar2022. H6-impact codes: added surgical intervention. H6-device codes: added difficult to remove. Device evaluated by MFR.: a mustang device was returned for analysis. As per mustang specification, the recommended sheath for this device is minimum 5fr. The sheath used by the customer was returned for analysis. There was damage noted on the tip of the sheath. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A full balloon circumferential tear was identified located approximately 30mm proximal of the distal tip. The distal section of the balloon material had been pulled distally towards the tip of the device. This type of damage potentially occurred when the device was being withdrawn through the sheath. A visual examination observed no damage to the tip of the device. A visual and tactile examination found an inner shaft kink 70mm proximally from the distal tip. There were also signs of stretching noted on the inner shaft, between the 2 markerbands. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred requiring additional intervention. The stenosed target lesion was located in a hemodialysis access. A 6.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at less working pressure for a few seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient status was stable. It was further reported that the balloon ruptured at 24 atmospheres. A 0.3 cm incision was made at the puncture site in order to remove the vascular sheath. The physician replaced with a new 8f vascular sheath and sutured the incision.